Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and insulation damage. The right atrial (ra) lead was reported to have a low impedance and oversensing and insulation damage. The leads were inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.